Manufacturer narrative:
At this time, the product status remains unknown. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was not available for review. No adverse patient effects were reported. The product status remains unknown.